Manufacturer narrative:
H3): the device was discarded, thus no investigation could be completed. H6): added codes: 4755, 4619, and 4621.

Manufacturer narrative:
(B)(4).

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to redundancy and the need for a biv upgrade. The patient had two other extremely old rv leads (implanted for 240 months), implanted from the left side that were to be left alone, along with a right atrial (ra) lead that was not targeted for extraction. The procedure began from the right side. A spectranetics 14f glidelight laser sheath was used for the extraction. During the extraction attempt, it was reported that the patient suffered what was believed to be an injury to the subclavian, superior vena cava (svc) and azygos veins. Rescue efforts commenced, including rescue balloon, sternotomy and cardiopulmonary bypass. Vascular and cardiothoracic surgeons performed a complex repair using a series of stents and grafts to repair the injuries. The procedure was completed and the patient survived. There is no alleged malfunction of the glidelight device during use in the procedure.